Manufacturer narrative:
Evaluation summary: the ace36p device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. The batch record was reviewed and no anomalies were noted during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unknown procedure, the device failed. There is no other information available at this time.